Event description:
It was reported that size 6 ps cutting block broke when surgeon used box osteotome which resulted in a fracture of femur. A 3.5 screw was used to secure fracture. End result of case was a successful ps triathlon.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 11-feb-2014. Images of the device are included in the mar. A material analysis was performed and concluded the following: the guide condyles fractured rapidly due to off-axis loads. Damage from use was observed on the cutting guide surfaces near the fracture. The material was consistent with a 17-4ph stainless steel alloy heat treated to the h900 condition. No material or manufacturing defects were observed on the fracture surfaces examined. Dimensional and functional inspections were not performed as the device was received broken. The investigation determined the likely root cause of the event to be use error as the material analysis confirmed the device to have fractured rapidly in off-axis loads. No material or manufacturing defects were observed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that size 6 ps cutting block broke when surgeon used box osteotome which resulted in a fracture of femur. A 3.5 screw was used to secure fracture. End result of case was a successful ps triathlon.